Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges thatsmoke coming out of device. The patient states when she's sleeping, it's smoking and it smells like something is burning; she also states that when she was wearing her mask, she noticed that it was smoking so she unplugged it and when she plugged it in again smoke came out again. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.